Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 36 closed samples for analysis. Tightness test to the closed samples received has been performed and the units are tight. The rotation test performed on the received closed samples confirmed that the units are compliant with the specified requirements. We have tested the needle attachment strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia: 3.18 kgf in average and 2.35 kgf in minimum (ep requirements: 1.83 kgf in average and 0.61 kgf in minimum). Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn suture. The client reported that the needle separates from the thread. This has happened several times. In general surgery department. Before and during the procedure. It has caused minimal delay to the surgery, without complications. There has been no harm to the patient, and we do not have patient data due to data protection regulations. Further information has not been provided.